Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. During the procedure, the first speedband device was not able to deploy properly. The same problem happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a050501 for the reportable event of bands not able to deploy properly. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. During the procedure, the first speedband device was not able to deploy properly. The same problem happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.